Event description:
It was reported that the patient experienced frequent ipg charging and inadequate stimulation. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg was not returned.